Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient¿s pump was explanted due to thrombus. It was noted that the patient's original implant was performed off cardiopulmonary bypass. The patient had an elevated lactate dehydrogenase level since implant, but the cannula position ¿looked good¿. It was reported that an echocardiogram performed on an unspecified date was unremarkable and the pump parameters were generally within normal limits. The patient had multiple pulsatility index (pi) events over the course of therapy treated with a reduced dosage of diuretics and encouraged intake of fluids. It was also reported that the patient had two events of sub-therapeutic anticoagulation during therapy and was bridged with lovenox both times. The patient was exchanged to another manufacturer¿s ventricular assist device.

Manufacturer narrative:
The patient weight was not provided. Approximate age of device - 3 months. The explanted device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4). Evaluation of the returned pump confirmed the presence of deposition in the inlet stator. Although a cause for the formation of this deposition could not conclusively be determined through this evaluation, the deposition could have been present during operation and contributed to the patient¿s elevated ldh. The distal side of the inlet stator revealed red/white, tissue-like deposition. The deposition appeared to have formed in laminated layers, indicating that it likely developed over a period of time while the pump was supporting the patient; however, a specific time period in which it developed and the duration of its presence in the pump could not be conclusively determined. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received from the (B)(4) registry stating: pump thrombus information also included: thrombus signs or symptoms: hemolysis. Intravenous anticoagulation: yes. Thrombus event confirmed: yes. Device malfunction: no. Patient outcome: exchange. Device malfunction causative factor: prothrombotic states.